Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that during an intraocular lens (iol) implant surgery, the surgeon noticed a scratch on the lens and it was luxated in the capsular bag. After he noticed some mild bleeding in the eye, the lens was removed and replaced by the back up lens. The bleeding resolved after the surgeon aspirated the viscoelastic out of the anterior chamber at the end of the surgery. Additional information has been requested.